Event description:
The case involved a lesion in the mid circumflex artery. The guide wire was put down and then a non-abbott intravascular ultrasound (ivus) device was put over the guide wire. This was a diagnostic procedure at this point. However, resistance was met between the two devices and both were removed from the patient's anatomy as a unit. Once both devices were out of the patient's anatomy, they were pulled apart and guide wire tip stretched and then separated. Another of the same guide wire was used with another ivus device successfully. In this case, there was no intervention needed for this patient. The patient outcome was fine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.